Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the battery led illuminated on the system controller with two fully charged batteries, and also when connected to the power module. The system controller and power module pt cable were exchanged without incident.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event of an inaccurate battery bar level was confirmed and reproduced during analysis. During functional testing of the system controller, while maneuvering the white power lead at the connector end, the system controller sounded a power cable disconnect alarm and the yellow battery led illuminated. The pump continued to function without any interrupting or speed reductions during analysis. When the black power lead was disconnected and the white power lead was maneuvered the red/yellow battery and red heart indicators illuminated. During further eval, the white power lead was found to have a compromised brown conductor (battery gauge line) at the connector end. Movement of the cable at the connector end of the lead would have resulted in the system controller giving an incorrect reading as reported due to the brown conductor being compromised. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.